Event description:
Boston scientific crm received info that this dextrus right ventricular lead dislodged. In a revision procedure, the pacemaker was inadvertently dropped from the sterile field. The device and lead were both explanted and replaced. No adverse patient effects were reported.